Manufacturer narrative:
A replacement intensity switch (part #600122) was sent, costumer confirmed the shipment was received (B)(6) 2017. Several attempts were made to get status on the device and natus is waiting any update. No further evaluation is needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 amber leds that not were illuminating. The customer did not mention patient involvement or any death/serious injury, delay in treatment, or environmental/safety concerns.